Event description:
The patient reported high blood sugars on (B)(6) 2024 to 700 (mg/dl). The patient reported her sugars were 100 in the morning, then she got imaging and contrast dye, the evening sugars were 400. She said the "pump wasn't doing anything" so she took it off and took her regular insulin regimen. It was reported that the device samples are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor has not been able to reach the patient for further investigation of the complaint. Without speaking with the patient, the ae assessor is unable to fully understand the contributing factors. The patient reported her blood sugar was 100 mg/dl at the start of the day, she received imaging with contrast dye and the blood glucose increased to as high as 700 mg/dl but when it was 400 mg/dl in the evening she removed the v-go and took her regular insulin regimen. The v-go manual states the patient should remove v-go before having an x-ray, MRI, or CT scan (or any similar test or procedure). Replace with a new v-go after the test or procedure is completed. The patient indicated she removed her v-go after her high blood glucose of 400mg/dl in the evening, but the initial call indicated the bg rose to 700mg/dl when it was highest. The v-go was to be removed before the imaging procedure according to the instructions for patient use. The imaging procedure may affect the v-go operation. A new v-go would need to be placed after the imaging procedure. High blood glucose could also possibly be explained by other factors affecting the bg level including stress, hormonal changes, medication, physical activity, diet, level of sleep, dehydration and pain. However, the most likely explanation is that the v-go was not removed before the imaging procedure. This case is a serious case due to the bg level of 700 mg/dl and the patient has type 1 diabetes. Device evaluation: three devices were received and evaluated for the complaint. All devices were inspected, and the functions were tested and verified to have operated as intended. The complaint about these devices could not be confirmed.